Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the product and lot combination. The investigation could not verify or identify any product contributions to the reported events. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised on 7/6/2006 as the fracture failed to heal.